Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Gynecare tvt was reported to be used/implanted during this procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: pelvic organ prolapse/ stress urinary prolapse. Patient presented with pelvic organ prolapse and stress urinary incontinence. Reason for mesh implantation: pelvic organ prolapse, stress urinary incontinence. Per reporter: outcome attributed to device: pain, infection, urinary problems, bowel problems, fistulae, recurrence, dyspareunia, neuromuscular problems, vaginal scarring. Mesh revision surgery: (B)(6) 2012.